Manufacturer narrative:
Seven representative samples from the same lot were received. Needle cover present on all samples. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6105916. An absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the green needle cover 21 g x 1.25 in. Bd eclipse¿ blood collection needles with luer adapter was missing. The user had a clean needle sick prior to use on patient. No other injury or medical intervention.